Event description:
Canada reported that during a valve replacement surgery the zip fix application tool stuck when the handle was fully depressed. This mechanism stuck prior to use on the patient; the surgeon was unable to get the handle to release. Surgery and sternal closure was completed using the second set that was available at the hospital. There was a five minute delay to the surgery. The patient's status/ outcome following the surgery was reportedly stable. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the preformed handling test with 3 implants did not show any mail function of the instrument. All three implants could be tensioned and cut with the instrument as per the design intent. Product development does not see a systemic design fault regarding this issue. Some (B)(4) instruments have been manufactured since feb. 2011 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.